Event description:
It was observed that during the device evaluation, the reprocessor water filter was dirty. There was no patient involvement.

Manufacturer narrative:
Although the device was not returned to olympus for inspection, an olympus field service engineer (fse) was dispatched to the customer site. Based on the results of the investigation, the fse discovered that the external water filters were found to be dirty and required replacement. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.